Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys troponin t hs (tnths) assay on a cobas e 801 analytical unit when compared to another cardiac parameter. Initial result: 86 ng/l. Repeat result: 86.2 ng/l. The customer questioned the above-mentioned results as they did not match the patient's clinical diagnosis. No questionable results were reported outside the laboratory. The patient had additional test results: myo: 31.8 ng/ml. Ckmb: 3.33 ng/ml. The polyethylene glycol (peg) precipitation of the sample resulted in a troponin value of 9.5 ng/l. The sample was repeated on an abbott platform, and the tni result was <1.5 ng/l (reference range 0-11 ng/l).

Manufacturer narrative:
The sample was provided for investigation, where it was tested on a cobas e 801 analytical unit and was additionally measured after heterophilic blocking tubes (hbt) treatment. The results were as follows: troponin t hs 18 min: before hbt: 98.7 ng/l. Troponin t hs 18 min: after hbt: 101 ng/l. Troponin t hs stat: before hbt: 55.3 ng/l. Troponin t hs stat: after hbt: 56.7 ng/l. Results for further cardiac parameters were as follows: ck-mb: 3.27 ng/ml. Probnp: 5.04 pg/ml. Myo: 30.2 ng/ml. Tni: <0.1 ng/ml. The sample was also tested using wantai (competitor analyzer), and the results were 250 ng/l and 270 ng/l (normal <14 ng/l). The investigaiton confirmed the customer's elevated troponin t hs results. A significant difference was observed between the 18-minute and stat application results, indicating the presence of an interfering factor. The investigation results strongly suggest the presence of an interference factor. With the methods employed and current state-of-the-art technologies, the potential interference factor cannot be fully identified. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event was consistent with a patient sample issue.